Manufacturer narrative:
Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye. Root cause could not be determined. (B)(4).

Event description:
A customer reported a suction break during side cut. Additional information requested.